Event description:
It was reported that the forward trigger on the handpiece was sticking while the device was being tested by a service rep. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver has not yet been rec'd at the manufacturer for testing, but the product may not be returned. An evaluation will be conducted if the device is rec'd, and a f/u report would be submitted if the results of the quality investigation require one.